Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient stated they experienced bad low blood sugars for the first time. The patient was inquiring on if there were alert settings that can notify her if she was going to be low in the future. The patient indicated that she had issues when adjusting her insulin intake to compensate for trend arrows indicating rapidly rising and overshooting. A couple hours after taking insulin, the dexcom alerted her that she was low, with no alerts sounding until she hit the low alert. There is no allegation against the dexcom system as the patient over-treated from the rising trend indicator and did not correct it until it was ¿too late¿. Additionally, a review of the patient¿s data indicated that the patient¿s low alert is set to 60 mg/dl in which the patient was alerted when she dropped below the 60 mg/dl threshold. No additional patient or event information is available.